Event description:
It was reported that pump displayed malfunction code and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump. Customer followed up later that day to perform pump reset, pump reset and malfunction code did not recur. Customer can continue using the pump.